Event description:
Our hospital is seeing device issues when using either the bbraun infusomat space pump IV set (ref (B)(4) ) or the bbraun secondary IV set (ref v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. For this event: IV antibiotic started on patient in room, receiving cefepime 2g ivpb ns 100 ml. Primary line used with ns 0.9% 250 ml. In about 5 mins of infusion, the medication bag was emptied and filled the ns bag. All IV tubing was changed. Bbraun tubing ref 490102, lot 0061929620. Ref report: mw5156402.